Event description:
It was reported that the issue occurred while the surgeon was performing a total knee procedure using a hall power pro battery large bone power system using a osc gts lhpp 110 x 19 x 1.27mm blade. The surgeon was performing the femoral finishing cuts and the blade seemed to bind in the guide and stop moving but the saw sounded like it was still running. After the third time it bound up in the guide it broke at the hub. Customer was using a size g cutting guide. Also, the surgeon's hands were not kept parallel to the cutting slot.

Manufacturer narrative:
The device was not returned to the MFR. A f/u medwatch will be submitted once the investigation is complete.